Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a2 (serial: unknown); product type: 0200-lead; g2: the country of the event is de h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was high resistance at four poles. After re-measuring in a different position (sitting), there was high resistance at 8 poles. It was reported that there were no external factors. They tried to reprogram. The actions taken to resolve the issue were noted as revision of the electrode, but later in the report it was noted that surgical intervention did not occur and it was noted elsewhere that the lead was still implanted. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report.

Event description:
Additional information was received. The electrode revision has not been performed. Replacement of the lead is planned, but no date has been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.